Event description:
Boston scientific received information that the associated implantable cardioverter defibrillator (ICD) was returned for disposal. There were no allegations from the field against either this right ventricular (rv) lead or associated ICD. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, however, a review of device memory revealed the associated ICD entered safety core after firing a shock into a shorted rv lead and 3 oscillator mismatch faults. The faults occurred prior to explant. This rv lead was not returned for analysis. The location of this lead is unknown. At this time there is no additional information. Should additional information become available this report will be updated.